Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 75% stenosed, 22mm x 2.9mm, target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.